Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of myocardial infarction (mi) and thrombosis, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.75 x 23 mm rx xience stent was implanted in an unspecified vessel on (B)(6) 2011. Three months post stent implant, the patient was diagnosed with myocardial infarction due to in-stent thrombosis. An unspecified stent was implanted for treatment of thrombosis/myocardial infarction. Reportedly, the patient had stopped using dual antiplatelet therapy (aspirin and clopidogrel) due to a thoracic biopsy. Per the physician, there was no adverse patient sequela and the patient has been discharged from the hospital. No additional information was provided.